Event description:
Healthcare professional reported right side rupture and capsular contracture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7; d6a; d6b.

Event description:
Healthcare professional reported right side rupture and capsular contracture. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number :(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.